Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 not detected on bus. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed. A field service engineer reseated the row board and retractor band however, there was no change, was unable to access diagnostics, manually removed the pockets and reseated the trays, found a loose screw under tray 1. After powering the station back up, drawer 5 was still not visible for customer selection, noticed that the controller board light emitting diode led were not illuminated and tested the drawer board with a meter, which passed, replaced the controller board and retractor band. The customer was then able to access medications without issue. All functions tested good. The system functioned as intended after the field service engineer repaired the device.